Event description:
The left femoral artery was accessed and a 5-french sheath was placed. Angiogram of the right superficial femoral artery was performed. It showed total occlusion of the proximal segment. A guidewire was advance and would not cross the total occlusion and went subintimal. The pioneer catheter was advanced to assist in re-entry. The pioneer ultrasound catheter had difficulty advancing through the subintimal space. On withdrawal of the pioneer catheter, the guidewire wrapped around the edge of the pioneer tip. Resistance was met and it was determined that the pioneer catheter would not come back through the destination sheath. The sheath and catheter were removed under fluoroscopy as one unit. Manual pressure was applied and a protamine was given to reverse the heparin. There were no groin complications. The procedure was unsuccessful.